Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported event (s-31 / no fitting) that a ¿drill bit ø2.6mm x 122mm ao fitting for 3.5mm screw¿ could not fit through the ¿drill guide ø2.0mm & ø2.6mm for 2.7 & 3.5 screws¿ could not be confirmed, since the drill bit was not returned for evaluation and no other evidences were provided. However, the reported failure mode is likely to have happened, due to not proper use. If during rotation of the drill bit through the drill guide, excessive force was applied, in combination with violent moves and even potential debris, the inner surface of the drill guide could definitely become deformed and create dents that would not allow the drill bit to pass through. Such an environment could also deform the tip of the drill bit. Since the procedure kept on without the use of the drill guide and since the drill bit could have been already deformed, if the drilling was in an inclined angle, a bending moment could be generated, leading to a fracture of the drill bit, as the one reported. Therefore, as stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants!¿ furthermore, ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. Additionally, if the drill bit has been used many times, the tip could become deformed, and as a result cause a jam situation and lead to the reported breakage. In the cleaning and sterilization guide it is written that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however, it is advised that the drill bits should be considered as ¿single patient use devices.¿ therefore they should not be used in more than one surgical operation. ¿in case of failure, the instrument must be replaced and not be used.¿ also, it is clearly indicated in the IFU that ¿before every operation, to ensure that all devices to be used during the operation function correctly with each other, while during the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure¿. If the drill bit has been used more than once and was not inspected in the beginning of the surgery, it could mean that it was deformed and could definitely cause the no fitting event. In the IFU it is clearly specified that ¿single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications.¿ a deviation from the instructions for cleaning and sterilization could also affect the devices` body. It is clearly stated in the cleaning and sterilization guide that ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ the drill bit and drill guide are made out of steel and if the appropriate conditions are not observed it is quite possible to become rusty. As a consequence, this rusty and rough surface, in combination with excessive torque and twisting forces applied, can lead to deformations and even breakages. The IFU clearly states that ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ moreover, ¿before preparing for sterilization, all medical devices should be inspected. All parts of the devices should be checked for visible soil and/ or corrosion.¿ and in all cases ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ if the drill bit and the drill guide have not been used carefully and under appropriate cleaning conditions, it is quite possible that their integrity could have been compromised, which is definitely a deviation from the specifications. Last but not least, for cannulated instruments, the users should always ¿ensure that bone debris does not accumulate in the cannulation of the instrument.¿ the combination of violent rotating moves with some debris left in the cannulation of the drill guide, can definitely lead to a jammed situation. Therefore appropriate cleaning and inspection should be performed in order to avoid any of the mentioned situations. According to the cleaning and sterilization guide, ¿the instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. Pay particular attention to cannulations and blind holes. Generally un-magnified visual inspection under good light conditions is sufficient. Particular attention should be paid to recessed features (holes, cannulations). Based on the above-mentioned observations, it could be concluded that most likely the event occurred due to a mishandling of the devices, which was attributed to a user related issue. A review of the device history was not possible because the lot number of the ¿drill bit ø2.5x125mm ao fitting¿ was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of design related problems were found during the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
It is reported by the nurse that the 2.6mm drill does not fit through the drill guide for 3.5mm screws. Sales rep clarified, during the operation, the customer used the drill guide and the 2.6mm drill. The drill didn't fit through the drill guide the drill broke while drilling. This was resolved by drilling without the drill guide. Sales rep confirmed the broken drill is the same drill that could not fit through the drill guide. All of the broken drill was removed from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse that the 2.6mm drill does not fit through the drill guide for 3.5mm screws. Sales rep clarified, during the operation the customer used the drill guide and the 2.6mm drill. The drill didn't fit through the drill guide the drill broke while drilling. This was resolved by drilling without the drill guide. Sales rep confirmed the broken drill is the same drill that could not fit through the drill guide. All of the broken drill was removed from the patient.